Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an out of range ventricular intrinsic amplitude. Technical services (ts) was consulted and discussed that the device may have measured a fair field signal or a premature ventricular contraction (pvc). Ts further noted that the patient has a ventricular pacing percentage of 99, for which a low intrinsic amplitude is not typically a concern. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.